Manufacturer narrative:
Patient information was not made available from the site. Medtronic representative discussed emitter placement and metal interference with the site to improve their navigation results. On 08/29/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No further issues have been reported.

Event description:
A medtronic representative received a report from a site on 08/29/2016, that while in an ear, nose & throat (ent) procedure the previous thursday, (B)(6) 2016, their navigation system was tracking instruments intermittently. The surgeon opted to abandon use of the navigation system to continue the procedure to completion. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation was unable to determine probable cause without further information. The most likely cause was emitter placement and metal interference caused by the user's setup. The software functioned as designed. The instructions for use (IFU) that accompanies the device contains the following warnings: "caution: metallic objects in or near the navigation field can degrade navigational accuracy. If metallic distortion causes excessive error, navigation will be disabled. To restore navigation, remove metallic objects from the navigation field."